Manufacturer narrative:
The insulin pump was received with crack and bleeding lcd glass. Analysis was unable to verify the button error alarm due to lcd physical damage.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.